Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and nephrolithiasis ('kidney stones') in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("pain down both legs/ front legs, inside tissue") and genital pain ("specific pain in female area"). In (B)(6) 2008, the patient experienced fungal infection ("frequent yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: patches of bumps"), pruritus generalised ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, nephrolithiasis, dental caries, tooth loss, dysmenorrhoea, dyspareunia, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, allergy to metals, rash papular, pruritus generalised, vaginal discharge, weight increased, vitamin d deficiency, pain in extremity, arthralgia, genital pain, neck pain and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pruritus generalised, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and nephrolithiasis ('kidney stones') in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension, unilateral leg pain, gerd, urinary incontinence, multiparous and migraine. Previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. Concomitant products included lisinopril from 2008 to 2014, paracetamol (tylenol) from (B)(6) 2007 to (B)(6) 2019 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("specific pain in pelvis"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital pain ("specific pain in female area"), pain in extremity ("pain down both legs/ front legs, inside tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("frequent yeast infections") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), rash papular ("rashes or skin conditions type: patches of bumps"), pruritus ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back"), neck pain ("neck pain") and attention deficit/hyperactivity disorder ("serious adhd"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, dyspareunia, back pain, genital pain, pain in extremity, allergy to metals, rash papular, nephrolithiasis, vaginal discharge, pruritus, dental caries, tooth loss, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, weight increased, vitamin d deficiency, arthralgia, neck pain and attention deficit/hyperactivity disorder outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, attention deficit/hyperactivity disorder, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), embedded device ('an intact essure metal coil is embedded within the proximal end of each fallopian tube, extending into the cornua') and nephrolithiasis ('kidney stones') in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension, unilateral leg pain, gerd, urinary incontinence, multiparous, migraine, umbilical hernia and uterine bleeding. Previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. Concomitant products included lisinopril from 2008 to 2014, paracetamol (tylenol) from (B)(6) 2007 to (B)(6) 2019 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("specific pain in pelvis"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital pain ("specific pain in female area"), pain in extremity ("pain down both legs/ front legs, inside tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("frequent yeast infections") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), rash papular ("rashes or skin conditions type: patches of bumps"), pruritus ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back"), neck pain ("neck pain") and attention deficit hyperactivity disorder ("serious adhd"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, embedded device, pelvic pain, dysmenorrhoea, dyspareunia, back pain, genital pain, pain in extremity, allergy to metals, rash papular, nephrolithiasis, vaginal discharge, pruritus, dental caries, tooth loss, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, weight increased, vitamin d deficiency, arthralgia, neck pain and attention deficit hyperactivity disorder outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, attention deficit hyperactivity disorder, back pain, dental caries, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: no coils noted on right side, 2 coils noted on left side after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: medical record received. Event 'essure metal coil is embedded within the proximal end of each fallopian tube, extending into the cornua' was added. Medical history added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and nephrolithiasis ('kidney stones') in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension, unilateral leg pain, gerd, urinary incontinence, multiparous and migraine. Previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. Concomitant products included lisinopril from 2008 to 2014, paracetamol (tylenol) from (B)(6) 2007 to (B)(6) 2019 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("specific pain in pelvis"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital pain ("specific pain in female area"), pain in extremity ("pain down both legs/ front legs, inside tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("frequent yeast infections") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), rash papular ("rashes or skin conditions type: patches of bumps"), pruritus ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back"), neck pain ("neck pain") and attention deficit/hyperactivity disorder ("serious adhd"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, dyspareunia, back pain, genital pain, pain in extremity, allergy to metals, rash papular, nephrolithiasis, vaginal discharge, pruritus, dental caries, tooth loss, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, weight increased, vitamin d deficiency, arthralgia, neck pain and attention deficit/hyperactivity disorder outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, attention deficit/hyperactivity disorder, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media report received : event "serious adhd" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and nephrolithiasis ('kidney stones') in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hypertension, unilateral leg pain, gerd, urinary incontinence, multiparous and migraine. Previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. Concomitant products included lisinopril from 2008 to 2014, paracetamol (tylenol) from (B)(6) 2007 to (B)(6) 2019 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("specific pain in pelvis"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital pain ("specific pain in female area"), pain in extremity ("pain down both legs/ front legs, inside tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and fungal infection ("frequent yeast infections") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), rash papular ("rashes or skin conditions type: patches of bumps"), pruritus ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back") and neck pain ("neck pain"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, pelvic pain, dysmenorrhoea, dyspareunia, back pain, genital pain, pain in extremity, allergy to metals, rash papular, nephrolithiasis, vaginal discharge, pruritus, dental caries, tooth loss, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, weight increased, vitamin d deficiency, arthralgia and neck pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : event added- pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and nephrolithiasis ('kidney stones') in a (B)(6) year old female patient who had essure (batch no. 626220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2007 to 2008 and depo provera from 2006 to 2007. Concurrent conditions included pre-diabetes since 2010 and hypertension since 2006. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("pain down both legs/ front legs, inside tissue") and genital pain ("specific pain in female area"). In (B)(6) 2008, the patient experienced fungal infection ("frequent yeast infections") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (over 40 lbs)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine (frequent-up to 6 times monthly)") and headache ("headache (frequent-up to 6 times monthly)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: rapid decay"), tooth loss ("dental problems: loss of teeth"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("difficulty with short-term memory"). In (B)(6) 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced rash papular ("rashes or skin conditions type: patches of bumps"), pruritus generalised ("rashes or skin conditions type: itching all over body"), arthralgia ("pain in all joints - knees, ankles, fingers, wrists, hips, neck, back"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with fluconazole (diflucan), surgery (bladder surgery and lithotripsy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and wear dentures. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, nephrolithiasis, dental caries, tooth loss, dysmenorrhoea, dyspareunia, fatigue, alopecia, fungal infection, migraine, headache, memory impairment, allergy to metals, rash papular, pruritus generalised, vaginal discharge, weight increased, vitamin d deficiency, pain in extremity, arthralgia, genital pain, neck pain and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital pain, headache, memory impairment, menorrhagia, migraine, neck pain, nephrolithiasis, pain in extremity, pruritus generalised, rash papular, tooth loss, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: reporters, date of birth, essure removal date, batch number (626220), medical history, historical drugs, events (abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, frequent yeast infections, migraines / headaches, difficulty with short-term memory, nickel allergy, specific pain in female area and down both legs / lower abdominal pain, patches of bumps and itching all over body, bladder surgery, kidney stones, vaginal discharge, weight gain, vitamin d deficiency, pain in all joints - knees, ankles, fingers, wrists, hips, neck pain and back pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.